Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was implanted with a pacemaker and during a follow up no telemetry was seen. Premature battery depletion was alleged. A revision took place and it was noted that the right ventricular (rv) lead showed high pacing thresholds, thus the lead was replaced. After connecting the existing device to a new lead no pacing was seen and it was not possible to interrogate the device. Thus the device was replaced. The device wil be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Telemetry could not be established with the device. The device case was removed to facilitate inspection of the internal components. Testing of the battery revealed the voltage was in the expected range for length of implant and programmed parameters. Electrical testing revealed a lack of pacing pulses. Examination of the internal components identified torn traces on the hybrid flex that connects the mixed mode integrated circuit (mmic) and a digital module. Of note, two of the traces were responsible for device telemetry. A scanning electron microscope (sem) was used to analyze the identified tear. Results indicated the tear was due to ductile overload. Detailed testing of the tear site revealed the material in that area was more brittle than expected. The root cause of the brittleness could not be determined.

Event description:
Additional information noted that this patient had been admitted to the hospital due to recurring syncope, and loss of capture was seen as well when it comes to the rv lead. Premature battery depletion was not alleged as it was not possible to see the battery as the device could not be interrogated. The patient had a temporary pacemaker in place thus no patient symptoms were noted.